Event description:
It was reported to boston scientific corporation in 2005, that a low profile gastrostomy device was used during a replacement procedure performed in 2005, (patient age, gender and weight are unknown). According to the complainant, the balloon deflated in 2005. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual examination of the returned device noted a tear in the balloon; the balloon bonds appeared to be intact. The cause of the balloon tear is undetermined. The device manufacture date and expiration date are unknown.